Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer received medical treatment because of the site issue caused by sensor¿s tapes. The customer¿s blood glucose was 95 mg/dl. The customer¿s mother stated that the customer had an allergy with the oval tapes while wearing the sensor, describe it with skin was very irritated, redness and oozing and smell was not good. Customer stated that they have contacted their doctor. The customer¿s mother stated that the customer had a bad eczema on skin and recommended to use a cream but that was not good for the tapes because it fell off and they reported it already but customer was prescribed with steroid cream for allergy. Customer did wash hands and clean site prior to set change. Customer cleans the site with alcohol. Customer did not avoid touching connecting parts of the sensor or site location after cleaning site. Customer did not change sensor within product specifications. The sensor will not be returned for analysis.